Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further monitoring of the patient was discussed. This device has been explanted at a surgical intervention, at this time, with an infection allegation. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further monitoring of the patient was discussed. This device has been explanted at a surgical intervention, at this time, with an infection allegation. No further adverse patient effects were reported. It was additionally reported that the patient underwent a procedure on (B)(6) 2025, to explant the implantable cardioverter defibrillator (ICD) system as the patient had recurring sepsis. During the procedure it was suspected that the patient experienced a tear in the superior vena cava. The patient's blood pressure kept fluctuating and intervention (unspecified) was attempted for hours to no effect. The patient subsequently expired. Follow-up information from the field indicated that the reason for the recurring sepsis was unknown and any autopsy information was not available. There was no device allegation at the time of death, and it was not reported that the device system would be returned.

Manufacturer narrative:
Additional information: please find updated and corrected coding in section h.6. And additional narrative in b.5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Further monitoring of the patient was discussed. This device has been explanted at a surgical intervention, at this time, with an infection allegation. No further adverse patient effects were reported. It was additionally reported that the patient underwent a procedure on (B)(6) 2025, to explant the implantable cardioverter defibrillator (ICD) system as the patient had recurring sepsis. During the procedure it was suspected that the patient experienced a tear in the superior vena cava. The patient's blood pressure kept fluctuating and intervention (unspecified) was attempted for hours to no effect. The patient subsequently expired. Follow-up information from the field indicated that the reason for the recurring sepsis was unknown and any autopsy information was not available. There was no device allegation at the time of death. The ICD was received for analysis.